Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 120 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.